Manufacturer narrative:
Additional information was requested from the reporter. No additional information was provided. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The flexible tube of the insertion section was buckled due to external factors. There was poor insertion of the brush into the forceps channel. The water tightness of the operating part was not maintained due to external factors. The water tightness of the vent under the grip was not maintained due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the insertion part on the tracheal intubation fiberscope had several dents. No patient injury reported. During the evaluation of the device, it was noted the coating was peeling on the insertion section due to deterioration. This report is to capture the reportable malfunction of the coating was peeling on the insertion section due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.